Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged an invacare wheel chair, serial number (B)(6), needed seat and left side arm and both brakes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).